Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during the general check a loss of external power was noticed. Ac power indication was not showing in the machine . No patient involvement.